Event description:
Customer reportedly obtained results of 9.9 mmol/l, 10.2 mmol/l, and 12.3 mmol/l on aviva system 1 while aviva system 2 produced a result of 6.4 mmol/l. All results obtained within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in aviva system 2. Reference medwatch with a1 pt for suspect device in aviva system 1.